Event description:
A nurse in the ICU had difficulty pushing the safety shield in place to cover the needle of a safepico aspirator. She passed the sampler over to an assisting nurse, who then stuck herself on the needle when trying to close the shield.